Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 03/11/2025. The correct g3 date is 26/10/2025. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a provided photo shows the stent partially deployed. A physical sample was returned for evaluation with a guidewire running through the catheter which could be easily pulled out during testing; the device was not activated but the stent was partially deployed which leads to confirmed results for premature activation. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access and the device was thoroughly flushed before use. The intended placement of the stent in the portal vein represents off-label use which is a potential cause for this kind of failure. Based on provided photos and the evaluation of the returned sample, the investigation was closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. The intended use of the device in the portal vein represent off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to preparation, the IFU states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Attach the saline filled syringe to the two female luer ports, the first of which is located at the proximal end of the device and the second of which is found within the t-luer adapter. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to anatomy, the IFU further state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The IFU also states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician" and that "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". B3, b5, g3. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminex stent. During the procedure, the stent allegedly prematurely deployed by 1 cm while the locking mechanism was still engaged. The stent became stuck on the guidewire and could not be advanced or retracted. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminex stent. During the procedure, the stent allegedly prematurely deployed by 1 cm while the locking mechanism was still engaged. The stent became stuck on the guidewire and could not be advanced or retracted. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 03/11/2025. The correct g3 date is 26/10/2025. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a provided photo shows the stent partially deployed. A physical sample was returned for evaluation with a guidewire running through the catheter which could be easily pulled out during testing; the device was not activated but the stent was partially deployed which leads to confirmed results for premature activation. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access and the device was thoroughly flushed before use. The intended placement of the stent in the portal vein represents off-label use which is a potential cause for this kind of failure. Based on provided photos and the evaluation of the returned sample, the investigation was closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. The intended use of the device in the portal vein represent off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to preparation, the IFU states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Attach the saline filled syringe to the two female luer ports, the first of which is located at the proximal end of the device and the second of which is found within the t-luer adapter. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to anatomy, the IFU further state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The IFU also states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician" and that "the e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". G3, h2, h3 section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminexx stent. During procedure, the stent allegedly prematurely deployed by 1 cm while the locking mechanism was still engaged. The stent became stuck on the guidewire and could not be advanced or retracted. There was no reported patient injury.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 03/11/2025. The correct g3 date is 26/10/2025. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a provided photo shows the stent partially deployed. A physical sample was returned for evaluation with a guidewire running through the catheter which could be easily pulled out during testing; the device was not activated but the stent was partially deployed which leads to confirmed results for premature activation. There was no indication of a manufacturing deficiency. In this case, it was reported that a 6f introducer was used with a 0.035" guidewire for access and the device was thoroughly flushed before use. The intended placement of the stent in the portal vein represents off-label use which is a potential cause for this kind of failure. Based on provided photos and the evaluation of the returned sample, the investigation was closed with confirmed results for premature activation. A definite root cause for the reported event could not be determined. The intended use of the device in the portal vein represents off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. With regards to preparation, the instructions for use states "prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. Attach the saline filled syringe to the two female luer ports, the first of which is located at the proximal end of the device and the second of which is found within the t-luer adapter. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035-inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to anatomy, the IFU further state: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The IFU also states, "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician" and that "the e-luminex vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery". G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using e-luminex stent. During procedure, the stent allegedly prematurely deployed by 1 cm while the locking mechanism was still engaged. The stent became stuck on the guidewire and could not be advanced or retracted. There was no reported patient injury.